Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at the time of incident was 49 mg/dl. Customer's current blood glucose was 86 mg/dl. Customer was treated with juice. Customer stated that they were off the insulin pump. Customer was not using auto mode at the time of incident. The product will not be returned for analysis.